Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and customer acknowledged instructions.